Manufacturer narrative:
Received one device, customer complaint of downstream occlusion sensor (dso) seal lifting confirmed through visual inspection. Upon further investigation, found lifting upstream occlusion sensor (uso) seal and cracked lcd lens. Service history review identified there was no indication that the complaint was related to a service of the device within the review period

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device has a delaminated downstream occlusion seal. There was no patient involvement. The issue was discovered during testing.